Manufacturer narrative:
A trumpf medical service technician inspected the device and found the monitor arm wasn't completely inserted into the spring arm due to crescent key not being installed correctly. The monitor arm was recently serviced by a third party video vendor and the improper installation caused the gap between the monitor arm and the spring arm. The trumpf medical service technician corrected the issue.

Event description:
The flat panel bracket on a trumpf medical surgical light began to separate from the spring arm. No patient or caregiver impact occured as a result.